Event description:
It was reported that during a follow up, the right ventricular lead exhibited loss of capture. The lead was repositioned. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.